Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log download and review; the customer problem was duplicated. The pump was found to have a bubbled downstream occlusion (dso) seal, cracked battery compartment, and the latch did not return to its default position. The cause of the customer reported problem was the bubbled dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, latch/lock, and the battery compartment.

Event description:
It was reported there was default downstream occlusion. There was unknown patient involvement.